Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 400mg/dl. Troubleshooting was performed. The daily totals do not match to the bolus plus the basals and times. The alarm history revealed a low reservoir alarm. Ran a fixed prime test and the insulin exited. The customer stated that she changed the infusion set every four days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.